Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (bmx96), and a non-penumbra introducer sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the red72 through the introducer sheath. The red72 was advanced into the proximal to middle part of the bmx96 when the physician found that the distal end of the red72 was fractured. The physician then removed the red72 from the patient and used a 100 ml syringe to aspirate the fractured part of the red72 out of the patient. The procedure was completed using a non-penumbra catheter, the same bmx96, and the same non-penumbra introducer sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed the device was fractured on the distal shaft. Evaluation also revealed the device was stretched and unraveled at the fracture location. This damage typically occurs if the red72 is forcefully retracted against resistance. The reported tortuous anatomy of the patient may have contributed to the resistance experienced during use of the device. Further evaluation revealed stretching and tears on the returned distal fractured segment. This is incidental to the reported complaint and likely occurred during removal of the device from the patient. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.